Event description:
(B)(4). Begin gaining weight at alarming rate (currently over 60 pounds in last 18 months), along with large increase in breast size, fatigue, high blood pressure, rash on backs of bilateral arms, and very short and irregular menstrual cycles. With a history of zero gallbladder issues, I have to have emergency gallbladder removal (B)(6) 2016 for which I was hospitalized over a week.